Event description:
Customer initially reports the forceps broke while dr (B)(6) was grasping femoral head. Unknown if any injury, none was mentioned. On (B)(4) 2013 spoke with dealer rep and customer, no pt injury no further details. Customer apparently discarded broken piece. On (B)(6) 2013 customer reports the procedure was a right hip arthroplasty performed on (B)(6) 2013. The handle of another same type device broke during same procedure. Pt was not harmed. Maybe a minute delay. Routine x-ray taken and no parts left in pt.

Manufacturer narrative:
The clamps were returned used, showing wear and damaged. The complaint is confirmed; the root cause is undetermined. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of his nature will be documented for recurrence and trending purposes.